Event description:
It was reported that the patient presented with dislodgement noted on the right ventricular lead. This was confirmed with x-ray imaging. The dislodgement resulted in over-sensing of noise, failure to capture, failure to sense, and inappropriate shock. The lead was explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, sensing noise, failure to capture, failure to sense, and inappropriate shock. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. The reported events of sensing noise, failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.